Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID m995402a001 (serial:(B)(6); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that the controller was not working. Patient said the screen was dark and wouldn't turn on at all unless plugged into ac power since friday or saturday. Patient said the top white button wouldn't turn the screen on, and when they unplugged from ac power, the screen would go off. Patient mentioned they think they saw a memory problem screen and screen said to set the date/time, but previous to that they said controller was 100% and implant was 60%. Patient did not see any damage to controller or battery pack and didn't have ac power cord present. Patient reset controller and patient confirmed the controller powered on. Patient inspected controller port and battery compartment, but did not see any damage. Patient then tried to unlock controller, and confirmed controller unlocked and top white button worked. The troubleshooting taken on the call resolved the issue. Patient called in stating the screen went black again. Agent had patient plug the controller into the ac power and it turned on. Patient confirmed the controller battery level had the ac power plug in next to it and the implant was at 50%. Patient re-inserted the battery pack and the controller continued to show the ac plug icon. Patient confirmed no damage to the battery pack and controller battery compartment. The issue was not resolved. A replacement battery pack was sent out.

Manufacturer narrative:
H3: analysis of the battery pack (s/n (B)(6) revealed a battery failure, that the battery cannot be read by the battery pack reader. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.